Event description:
It was reported that while disassembling the inserter for cleaning, after use, the inner rod would not adjust properly. The inner rod appeared to be bent. There was no negative impact to the patient reported.